Event description:
It was reported that the patient experienced a hematoma one day post implant. The hematoma was evacuated. It was further reported that the device triggered a left ventricular (lv) lead impedance alert. The lv port was plugged at implant; however, the alerts were not turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).